Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors was observed through fluoroscopy. No electrical anomalies were detected. The patient will continued to be monitored.